Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Event description:
It was reported that the keypad was not consistently responding on the customer's insulin pump. The customer stated she had been out of a walk in cold weather. She was advised to discontinue use of the pump and revert to a back up plan. The customer's blood glucose level was 171 mg/dl. Nothing further was reported.